Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported they tried to use a perclose on a vessel, although the sutures did not catch. As bail out method, they tried to use an angio-seal sts plus 8fr, understanding that this was not the optimal case due to the disease in the area of puncture. Deployment went satisfactory with a good seal. After the patient's bed rest was complete, and the patient got up to walk, the patient complained of tingling, and a loss of distal pulse was noted. A surgeon was contacted and accessed the patient, and it was decided to take the patient to surgery. During surgery it was noted that the collagen was deployed in the vessel. Additional information was received on february 2, 2018. Surgery outcome was successful and the patient was doing very well the next day.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide that the investigation is now completed. The initial report indicated that the investigation was still on-going, however the investigation is completed. Correction/removal report number has not yet been provided, please reference reporting # 3003902955-2/8/19-r-001. This issue has been escalated to CAPA (CAPA# (B)(4)) to further confirm our investigation and to verify the effectiveness of the implemented corrective action.